Manufacturer narrative:
The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma late.

Event description:
Health professional reported left side lump/nodule, crease folding of implant, seroma-late, cysts, and capsular contracture baker grade unknown. The device remains implanted.